Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmissions revealed under-sensing on the atrial channel. Programming changes were discussed. No intervention was performed. There were no consequences to the patient.